Event description:
Additional information was provided regarding this event. The unspecified procedure was completed but the device used is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A definitive root cause for this issue was not established. The foreign materials could not be identified. There is no root cause of the material remaining in the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The operation manual provides the following¿ ¿[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to deformation of scope cover, water tightness was lost. Connecting tube had a dent. Connecting tube had a scratch. Plastic distal end cover had a scratch. Plastic distal end cover had a dent. Light guide lens had a crack. Adhesive around light guide lens was peeled. Adhesive around objective lens was peeled. Scope cover had a crack. Switch button 2 had a scratch. Adhesive on bending section cover had white-clouded area. Adhesive on bending section cover had a crack. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had coating peeling. Connecting tube had a wrinkle. Protector of universal cord on scope connector side had a scratch. Switch button 1 had a scratch. Paint on air water cylinder was peeled. Forceps channel port was shaved. Grip was shaved. Control unit was shaved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer. The evis lucera elite gastrointestinal videoscope nozzle clogging. There was no report of patient harm associated with this event. During incoming inspection. It was determined foreign matter clogged the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean. Disinfect and sterilize the subject device prior to sending to olympus. It is unknown when the foreign object adhered to the scope. There was no time lag between the end of procedure and the start of pre-wash. Water and air were supplied to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a gauze. Brush. Or sponge. Liquid was sent to the air/water nozzle.